Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with rattling vibration during self test due to the adhesive not adhering. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose was unknown. The device was not dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.